Manufacturer narrative:
At this time, the lead has not been returned for analysis. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that this lead was attempted but could not be implanted due to difficulty extending the helix. The lead was withdrawn and an alternate lead was successfully placed. No adverse patient effects were reported.